Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the libre reader and reported complaint and it concluded that the tripped trend was not correlated with any identified product related issue. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their adc freestyle libre reader was "hot to the touch" while charging. Customer further reported " the charger had malfunctioned causing it to burn at the plug in to the reader." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported their adc freestyle libre reader was "hot to the touch" while charging. Customer further reported " the charger had malfunctioned causing it to burn at the plug in to the reader." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported product is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.